Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test were unable to be performed due to compromise force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose levels having running high. The customer's blood glucose level at the time of incident was 240mg/dl. The customer states they tried to treat the highs with bolus, but their levels did not go down. The customer was advised to discontinue use of the pump, and that it would be replaced and returned for analysis.